Event description:
After successfully deploying ivc filter via subclavian vein, the pusher rod assembly was withdrawn from the delivery catheter. A .035 3mm t-guide wire was inserted through the catheter and out into the ra. The catheter was withdrawn while advancing the wire. After the catheter was completely withdrawn, 1 of the 2 goldmarker bands was noted to not be on the catheter, and the other moved from its original position. The guidewire was removed and the pt was taken to the or to remove the 1 goldmarker band. Goldmarker band was left intact with pt. This was a mutual decision between pt and physician.

Event description:
Add'l info rec'd from MFR 8/23/02: although c.r. Bard is now the legal MFR of this device based on acquisition of this product line from nitinol medical technologies -- nitinol medical technologies mfg the product subject to this complaint.